Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material # 515070 batch # unknown it was reported by customer that methotrexate leaked between the connector and the needle during administration. Verbatim: rcc received a complaint via email. Email(s) attached. Syringe #1 of 2 of the dose went in without incidence syringe #2 of 2 methotrexate leaked between the connector and the needle during administration. No apparent user issues were identified additional information: was there any patient harm? None other than patient did not receive full dose. Was there any visible damage in connector c35-o? No have you properly attached the injector and connector? Yes could you please provide the lot number associated with reported issue? If available.. Not available.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.